Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure was completed by moving the patient to another system. The field service engineer (fse) visited the site and confirmed that system unable to fully boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was unable to fully boot, with no video displayed on the control room or exam room monitors and the tsm showing an ¿initializing connection¿ message. Fse powered on the host pc manually, allowing the disk bay lights to activate and the system to complete booting. The fse did a cold restart and the system booted without an issue. On further troubleshooting, fse found that the host pc was not booting with the rest of the system, causing the failure. The issue was already resolved by pressing the power button, but the fse advised to replace the host pc if issue occurs again. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system's touch screen module displayed an alert indicating "unable to connect host", preventing a full system boot. They user tried rebooting the system a few times without success. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.